Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that the prostar device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that the device would not load onto the 0.35 guide wire before attempted suture placement in a moderate to heavily calcified and mildly tortuous common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. A second prostar device was successfully loaded onto the guide wire and was used for successful suture placement. The arteriotomy was 6f and was upsized to 14f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the second prostar device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported failure to back-load the device over the guide wire. During device analysis, guide wire insertion was successful. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.